Event description:
It was reported during a change out procedure for this pacemaker a non boston scientific representative found this pacemaker to be in safety mode. Technical services (ts) discussed safety mode parameters and that it will lose pacing when the pacemaker is pulled out of the pocket. This pacemaker was replaced with a device from a different manufacturer. No additional adverse patient effects were reported.